Event description:
An endeavor resolute drug-eluting stent was being used to treat a lesion in the prox lcx. The lesion was 100% stenosed. The device was inspected prior to use with no issues noted. No resistance was encountered when advancing to the lesion. The lesion was pre-dilated 3 times for 10 seconds up to 12atms. The device was unable to cross the lesion due to severe calcification and tortuosity. The physician used 2 endeavor resolute (2.25*24mm <(>&<)> 2. 25*14mm) to complete the procedure. There was no patient complications reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Device evaluation: the 1st eleven proximal segments and 1st five distal segments were intact. A number of the mid stent segments were stretched and deformed. As a result of the stretching of segments the distal segments were positioned over the distal pillow and tip. The 1st two distal segments were partially flattened. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity

Manufacturer narrative:
Evaluation code results inherent risk of procedure (stent deformation) patients condition affected effectiveness of device (100% stenosis) deformation proble (stent) evaluation code conclusion known inherent risk of procedure (stent deformation) device failure/lack of effectiveness related to patient condition (100% stenosis) (B)(4).